Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a configuration issue. A technical support specialist adjusted the power management settings for the network adapter and freed up space on the hard drive to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station experienced slow performance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.